Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris occluding the catheter or a kink in the catheter. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number: 3013886523-2025-00297. A facility reported a hakim valve (ID 823832) and a codman bactiseal catheter (ID 823072) were implanted on august 13, and the procedure proceeded without complications. On august 19, the patient developed a mild fever; therefore, a postoperative exploration was performed, which revealed tube obstruction. The shunt and catheter were removed but not replaced, and anti-infection treatment was administered. The patient subsequently recovered well.